Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the surgeon stated that the insufflation needle was difficult to engage/move forward into the dilator. It was felt that it gets stuck. There was no patient involvement.